Event description:
This rv lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 stated that impedance had gone from 4000 ohms in (B)(6) to 1200 ohms on (B)(6) 2017. Also noted loss of capture at 7.5. The physician was dr. (B)(6) at (B)(6) in (B)(6), ga. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).